Event description:
The customer observed errors while performing maintenance procedures on the axsym analyzer. The customer also stated that false positive toxo igg and rubella igg patient results were generated. The samples were tested on the customer's architect analyzer generating different values. The customer stopped testing samples on the axsym and requested service. Field service replaced a broken gear pinion on the arm of the up/down motor in the processing area of the axsym. No specific patient data was provided. No adverse impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
An abbott field service representative (fsr) discovered that the pinion gear of the processing probe arm on the axsym analyzer was broken, and the pinion gear was replaced. A product labeling review found the axsym system operations manual, the rubella igg package insert, and the toxo igg package insert contain adequate information for the described issue. A historical review of quality metrics did not identify any non-statistical or adverse trend of an axsym rubella igg or toxo igg discrepant result issue, or any trend of a pinion gear issue. A complaint investigation service history review found that no instrument issues for axsym serial no. (B)(4) have been documented since the axsym was serviced and the pinion gear was replaced. No service history issues for the analyzer were found during this review. No systemic deficiency or adverse trend of a pinion gear issue, or an axsym toxo igg or rubella igg discrepant result issue was identified during this evaluation.